Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components and a plastic bag with one malformed clip inside. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device r94w4m batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # r94w4m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number r94w4m, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic total gastrectomy, a v-shaped clip was formed at the 2nd firing on the blood vessel. The same event continued twice in a row. Another device was used to complete the case. There were no adverse consequences to the patient.